Event description:
As reported by the user facility, on (B)(6) 2016, during a laparoscopic appendectomy, "specimen bag tether broke while attempting to pull bag through fascia. This resulted in a post-op infection that required the patient to be re-admitted and hospitalized for 12 days due to a post-op infection. As of this filing, the date of patient release post-appendectomy and the date the patient was re-admitted to the hospital for post-op infection has not yet been provided. The complaint sample was disposed of by the user facility. The legal manufacturer, (B)(4), is responsible for the investigation and regulatory reporting per agreement with conmed corporation.